Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Investigation of the case found that the root cause was user technique. The user selected fluoroscopy images where the patient anatomy was outside of the registration and orientation fiducials in the fluoroscopy images. With fluoroscopy images, distortion occurs the most towards the outer edges of the image; therefore, the de-warping algorithm can struggle with obtaining a successful merge if the patient anatomy is not centered within the fluoroscopy image. After switching to the intra-operative workflow, the case was able to be successfully completed with no further issues. The cause of the reported issue was traced to user technique.

Event description:
The surgeon had an l5-s1 alif with a grade 1 spondy that had a 5mm slip. We placed a large footprint monument 15mm, 15deg cage and reduced the spondy 90%. We flipped and repositioned the patient for posterior mis screws and had issues with the merge. We planned screws from l4-s1 and could not get s1 to merge without a significant shift. We added s2 screws and took additional images and again we could not get s1 or s2 to merge. We aborted using preopct and did an oarm spin, which was successful and the case was completed.